Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit failed the rotor error alarm section of the performance verification. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit fails the rotor error alarm section of the performance verification by displaying a flow error in excess of two minutes.